Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated that the motherboard of the device was defective and giving a speaker malfunction error. No patient harm was reported.